Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h11. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2023 / serial or lot#: (B)(6). D9: no. H3: no. H4: mfg date: 06-dec-2022. H5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was an additional battery involved in the event. It was stated that the power supply was interrupted during the replacement of a battery because the other battery had a loose connection or the plug was not properly engaged. The additional battery removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a review of log file data revealed the controller exhibited a loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power up event, with an associated motor start event, logged on 28/feb/2025 at 15:51:30, indicating a loss of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the loss of power was not available for analysis. The controller was without power for nine (9) seconds. Log file analysis revealed no anomalies involving the batteries within the analyzed period. As a result, the reported poor mechanical connection and damaged connector event could not be confirmed. The reported loss of power event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported connector damage can be attributed, but not limited, to normal wear and/or the handling of the devices. A possible root cause of the loss of power can be attributed to a poor mechanical connection due to damaged battery connectors, a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the last loss of power may have been due to the patient double disconnecting the power sources but it could not be confirmed.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary were revised. Additional product: serial# (B)(6) h3: yes serial# (B)(6) h3: yes serial# (B)(6) h3: yes serial# (B)(6) h3: yes serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller (B)(6) and three (3) batteries (B)(6) were not returned for evaluation. One (1) battery (B)(6) was returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned battery passed visual inspection and functional testing. The battery was able to adequately connect to a test controller with no anomalies observed. An internal inspection did not reveal any anomalies. Log file analysis revealed a motor start event recorded on 30/sept/2025 at 18:01:23, in which parameters were atypical. Log file analysis also revealed consistent increases in power consumption and estimated flows to parameters above normal operating range throughout the analyzed period; however, no high watt alarms were logged within the analyzed period. The observed high power is an additional finding unrelated to the reported event. Log file analysis revealed two (2) controller power up events, with an associated motor start events, logged on (B)(6) 2025 at 15:51:30 and (B)(6) 2025 at 18:01:15, indicating a loss of power to the controller. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, the data log file covering the first loss of power on was not available for analysis. The data point recorded prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 82% relative state of charge (rsoc) and that (B)(6) was connected to power port two (2) with 42% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds and seven (7) seconds, respectively. No anomalies were recorded leading up to the second loss of power. Log file analysis revealed no anomalies involving the batteries within the analyzed period. As a result, the reported poor mechanical connection and damaged connector event could not be confirmed. The reported loss of power event was confirmed. A possible cause of the reported event involving (B)(6) could not be determined because the returned device tested within specification and the issue could not be duplicated. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported poor mechanical connection event can be attributed, but not limited, to connector damage. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported connector damage can be attributed, but not limited, to normal wear and/or the handling of the devices. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on review of risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the high-power event. Based on the risk documentation, possible root causes of the high-power event may be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: expiration date: 30-june-2024 / serial#: (B)(6) h4: mfg date: 27-june-2023 additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2024 / serial#: (B)(6) d9: no, h3: no, h4: mfg date: 27-june-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a second battery exhibited connector problems, and the loss of power was due to bad batteries connection to the controller. The batteries will be exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650. D9: no. H3: no. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient stated that the power supply was interrupted during the replacement of a battery because the battery had a loose connection or possibly the plug was not properly engaged.

Event description:
It was further reported that during log file review the controller exhibited additional loss of power. The ventricular assist device (vad) exhibited motor start events with parameters outside of the typical range, and additional battery had a loose connection with the controller. The ventricular assist device (vad) and the controller remain in use. The battery was removed from service.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿ battery d4: model #:1650/ catalog #:1650/ expiration date: / serial or lot#: (B)(6) (d9: no h3: no h4: mfg date: h5: no d1: heartware ventricular assist system ¿ pump d4: model #: 1104/ catalog #: 1104/ expiration date:31-may-2021 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 14-may-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.